Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device fails accuracy by +10.15%. The event happened during testing.

Manufacturer narrative:
D9: product received date 7/22/2025. H3/h6: one sample was received for evaluation of complaint of ¿fails accuracy.¿ no errors found in event log. No indication of prior accuracy test being done. No service history within last twelve months. Evidence of physical damage included latch/lock mechanism is rough and snags during motion. Visual and functional testing was performed. Unable to confirm complaint through accuracy testing. Device passed accuracy testing each test result falls within the lower and upper spec limit. Unable to confirm or replicate customer complaint. Root cause is undetermined. Latch/lock mechanism is defective. Replaced latch/lock mechanism and lever. Replaced downstream occlusion (dso) seal as preventative maintenance.